Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Device evaluation revealed that the tip was damaged in the form of a cut or slice from the tip proximal approximately 1.5mm. The cut or slice was most likely from the guidewire that was stuck in the calcified lesion and the micro-catheter was too far distal and interacted with the guidewire which caused the damage. A .014 thruway test guidewire was hydrated as well as the returned rubicon 14 micro-catheter. The guidewire was inserted into the guidewire lumen and it passed through the lumen with no restrictions or hesitations. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11214. Reportable based on device analysis completed on 14-nov-2017. No reported device issue. The target vessel was located in the calcified peroneal vessel. A 300cm straight tip v-14¿ controlwire® was advanced and crossed the lesion. A rubicon¿ 14 catheter was advanced onto the v-14 guide wire however; it was noted that the wire had prolapsed. The tip of the wire broke off and remained stuck in the calcified vessel. The physician tried to take a different wire to get across, and was unsuccessful and ended up abandoning the procedure. The remaining wire and the rubicon were removed; however, the physician elected to leave the wire tip in place as the patient was most likely a candidate for below-the-knee amputation due to extent of disease. There were no immediate complication to the patient other than the wire tip in the vessel. The patient's condition was fine at the moment of the event. However, device analysis revealed that the tip showed damage in the form of a cut or slice.